Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting from insulin pump, insulin pump had no delivery alarm, button issue and battery out limit alarm. The customer blood glucose level during the event was 320 mg/dl took a bolus to treat high blood glucose and got down to the 60 mg/dl ate food to treat low blood glucose. Customer stated that they got battery out limit alarm, advised to clear out the alarm. Customer stated that when they puts set back after rewind complete, they put the reservoir and priming. Customer stated that when they stops holding the act button it did not give the 0's on the screen when it pushed the insulin and they finds nothing wet in tubing and did not know where the insulin went. Customer was assisted with troubleshooting. The device will not be returned for analysis.